Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient pc was displaying "replace generator soon" message. The patient underwent surgical intervention wherein the ipg was explanted and replaced with a new one and therapy restored.